Event description:
International coordinator reports that account experienced leaking around the filter during patient use. Medication delivered is not known. Priming process is not known. No patient injury or medical intervention reported. No additional information is available.